Event description:
A dialysis home pt reported he rec'd a system error 2240 alarm during treatment using homechoice device. The home pt reported his pt extension line had become disconnected from his transfer set, but is unaware as to how this happened. The home pt discontinued treatment at the time of the alarm and there was no pt injury associated with this incident per the home pt.